Event description:
It was reported that during a routine procedure, this right ventricular (rv) lead exhibited high pacing thresholds. The physician opted to replace the rv lead. The rv lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported.